Manufacturer narrative:
Findings: the correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. Customer's blood glucose was 35 mg/dl at the time of incident. Customer also stated that the customer's blood glucose was over 600 mg/dl when she woke up, patient's current blood glucose is 438 mg/dl. Customer treated their blood glucose issue with food. Customer was assisted with troubleshoot for pump. Product will not returned for analysis.